Event description:
During the procedure, the patient became hypotensive and an echocardiogram confirmed a pericardial effusion. A pericardiocentesis was performed, however, blood was continuously flowing so they installed a closed loop to have the blood reentered into the patient. The patient was transferred to surgery to suture the left atrium. The patient is in stable condition. The pericardial effusion caused by the catheter being pushed too hard by the physician inside the left atrium. There were no performance issue with the catheter.

Manufacturer narrative:
Additional information: g3. Additional information received confirmed the perforation occurred before the 1st lesion, after mapping, therefore the event is reportable on the mapping catheter. The ref reference number for that device is: 3005334138-2022-00269.